Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak, intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. When removing the dilator and stiff guide wire, the valve on the steerable guide catheter (sgc) was not watertight although the physician stated there was no leak. Aspiration was required although there was no air noted in the device or the patient. The device was replaced with a new sgc. A clip delivery system (cds) (10218u152) was advanced to the mitral valve and during movement in the left atrium the distal part of the threaded stud was separated from the clip. The clip was removed still attached to the cds and 2 new cds were implanted to complete the procedure, reducing mr to 2. There were no reported adverse patient effects and there was a 10 minute delay in the procedure, but no impact was caused to the patient. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported leak. A review of the lot history record revealed no manufacturing issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a cause for the reported leak could not be determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.